Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a failure to recognize the optical sensor on an impella cp with smartassist after being plugged in. The impella was placed in the body and was not able to display placement signal monitoring. The staff replaced the aic for a new one and issue was resolved.

Manufacturer narrative:
The investigation has been completed. The automated impella controller (aic) log and impella cp showed optical signal issue during the case start procedure which impacted calibration of the optical system. There was an unreliable placement signal alarm triggered due to an invalid placement signal and an optical sensor system error window, instructing to reconnect the impella at the pump connector. At this time, the placement signal momentarily came back before the pump was fully disconnected. Despite disconnecting and reconnecting the impella pump, the unreliable placement signal could not be resolved from the customer's perspective, and the console was exchanged and there were no apparent placement signal issues. The console was tested on an engineering lab bench. The failure mode was not reproduced. Upon arrival, the optical ferrule at the pump connector was inspected, and no significant contamination was found. The optical bench 5s parameter were all passing according to the functional check procedure. A known-good impella 5.5 (optical pump) was run over long-term, and no issues were observed. The optical signal issue was likely due to the pump connector not being fully connected. This report is being filed as part of a retrospective review of historical records.